Event description:
While nurse was doing mouth care, blue foam tip dislodged from stick and got stuck in the back of the pt's throat and obstructed his airway. Sponge had to be suctioned from pt's mouth. Uf purchased swabs from dist who purchased swabs from ballard.